Event description:
Event description guidant received information from a competitive field representative that during a normal follow-up, this device was inappropriately pacing at a rate of 90 ppm, with rate response programmed on. When a magnet was applied, the device paced appropriately at 100 ppm, but when the magnet was removed the device gradually increased the rate back up to 90 ppm. This occurred with the accelerometer programmed to 7, with minute ventilation off and the patient sitting still. When rate response was programmed off, the device paced at the lower rate limit. The patient was not symptomatic.